Event description:
It was reported that the devices were used during a cholecystectomy procedure. It was reported that the device was misfiring. The case was completed with another device. There was no patient consequence.